Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the post of the broach is fractured at its base. The broach connection end has nicks and wear. The cutting teeth have nicks and dulling. No other damage was noted during visual evaluation. This device has an approximate field age of 4.5 years. Measurements are within limits. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). G2: france. H6: suggested component code: mechanical (g04) ¿ rasp. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the tip of the size 6 rasp broke cleanly during surgery. The fractured piece was extracted using the mass from the ancillary device. There were no health consequences for the patient; the event only resulted in a delay of the procedure of 15 (fifteen) minutes. No additional information available for the reported event.